Event description:
The customer reported that she was taken by ambulance to the hospital due to low blood glucose. Customer stated that she ate lunch and then her bgs stayed low for about one and half hours until the ambulance was called. Customer also stated that the medical team found no reason for her low sugar level and believed it migh be pump related. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and insulin exited. The high pressure passed. Instructed customer to change the infusion set and use manual injection as per md.